Event description:
It was reported that the device displayed low battery voltage readings, but did not generate an elective replacement indicator (eri) message. It was further reported that during an unrelated hospital visit, the device was interrogated and was found to be at eri. It was determined that eri triggered due to high battery impedance. The device was reprogrammed, and remains in use pending resolution of the patient's other medical issues. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device displayed low battery voltage readings, but did not generate an elective replacement indicator (eri) message. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Correction: evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Analysis indicates a low telemetered battery voltage condition. On (B)(4) 2010, the telemetered battery voltage was 2.64 v while the daily battery voltage trend measurement was 2.92 v. The device is part of the advisory for this model. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition. On (B)(6) 2010, the telemetered battery voltage was 2.64 v while the daily battery voltage trend measurement was 2.92 v. The device is part of the advisory for this model.